Manufacturer narrative:
Suspect lot review: (B)(4) cited no exception documents. A (B)(4) cited no exception documents.

Event description:
Complaint received regarding one 061-c6508, 34" 20 drop blood set w/200 micron filter, hanger, rotating luer, lot numbers unknown. Report states; received a phone call from rn (B)(6), at 13:51hrs informing me in the day therapy unit. The 61-c6508 popped off the main primary plum set - b port while administering herceptin. Lost half a bag and not known how much of the dose did the patient received. Initially thought this was a user error. No adverse patient consequences reported.